Event description:
It was reported that this left ventricular (lv) lead was implanted in the left bundle branch (lbb) and was exhibiting low, out of range impedances of less than 200 ohms. The field indicated that a perforation was suspected. Technical services were consulted, and reviewed latitude data (remote monitoring system). A ts consultant discussed that in addition to the decrease in pace impedances, there was as subtle decrease in intrinsic amplitude (from >10mv to around 6-7mv). The presenting electrocardiogram (egm) suggests lv capture as seen in correlation with the shock egm and left ventricular pacing. Setting the implant location aside, those changes acutely within the first month of implant would warrant further investigation. An impedance of less than 200 ohms can certainly point to either a dislodgement or perforation and given the technique for lbb to bury the tip in the septum, the later may be a more likely scenario. At this time, no further information has been provided from the field to confirm the suspected perforation or dislodgement. This lead remains implanted and in service. No adverse patient effects were reported. Additional information: further information was provided from the field indicating that the patient was brought back into clinic for further testing. The tip vector on the lv septal placed lead still does not capture the ring vector. The lv impedance is still below 200 ohms, consistent with the lead tip perforating the septum and the ring still in the septum. The patient has been scheduled for an lv lead reposition.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
Please note: section e. Initial reporter has been amended to show that the sales representative is the initial reporter of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was implanted in the left bundle branch (lbb) and was exhibiting low, out of range impedances of less than 200 ohms. The field indicated that a perforation was suspected. Technical services were consulted, and reviewed latitude data (remote monitoring system). A ts consultant discussed that in addition to the decrease in pace impedances, there was as subtle decrease in intrinsic amplitude (from >10mv to around 6-7mv). The presenting electrocardiogram (egm) suggests lv capture as seen in correlation with the shock egm and left ventricular pacing. Setting the implant location aside, those changes acutely within the first month of implant would warrant further investigation. An impedance of less than 200 ohms can certainly point to either a dislodgement or perforation and given the technique for lbb to bury the tip in the septum, the later may be a more likely scenario. Additional information: further information was provided from the field indicating that the patient was brought back into clinic for further testing. The tip vector on the lv septal placed lead still does not capture the ring vector. The lv impedance is still below 200 ohms, consistent with the lead tip perforating the septum and the ring still in the septum. The patient has been scheduled for an lv lead reposition.